Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media post.

Event description:
Customer reporting a false positive sars result on a family member (grandmother). Customer states the result was confirmed negative by pcr. Symptomatic status is unknown.